Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that eight days into support, an impella 5.5 pump began to experience high purge pressure. The purge cassette was replaced, but the issue persisted. As a result of the ongoing issue, the staff was advised to initiate a tissue plasminogen activator protocol to lower the purge pressure. There was no patient harm and support with the implanted pump remained ongoing. The patient remains on impella support.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. No product was returned. The data logs show that purge pressure was stable until there was an air in purge alarm at 12/28 at 3:22 pm and de-airing was done. This led to a drop in purge pressure and there was no purge flowing as the lines were not clicked on. This lasted for 30 minutes as the were changing the bag, cassette, and de-airing but they kept getting air in purge alarms. A minute after they completed the procedure, the purge pressure rapidly rose to 1050 mmhg over the course of 1 minute, triggering the high purge pressure alarms. They attempted to de-air and change the cassette again, but the purge pressure remained high for the rest of the case of the case, approximately 19 hours. Without sufficient clinical information and lack of product returned, the root cause of the high purge pressure cannot be determined since it is unknown why the air in purge alarm was occurring leading to long troubleshooting that did not resolve which eventually led to high purge pressure.